Event description:
It was reported that the customer had an issue with the air bubbles in the tubing and reservoir. Customer has a very low daily intake and their blood glucose has gone very high due to this. Customer stated that air bubbles show up after 1 day of use. Customer stated that sometimes the air bubbles are very small and there were around 25 small ones. Customer stated that sometimes the air bubbles are bigger and there are around 2 or 3 of them. Customer tried reservoirs from 4 different boxes. Customer was advised that the pump can be replaced but it might not solve the issue. Customer will speak to a nurse about their options.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.